Event description:
The plastic on the dial has split.

Manufacturer narrative:
The complaint states instrument was used in a primary total knee replacement. It was noted upon return to the operations team that plastic on the dial has split. The instrument did not have to be replaced during procedure. No delay to procedure. No adverse event to patient. The investigation confirmed that the size locking knob has cracked as reported. The failure of the size locking knob is due to the over-moulding is suspected to be associated with residual stresses in the polymer. The polymer used has now been changed from radel to avaspire per eco415569 as a running change for future batches. The new material is less likely to crack due to it being a glass filled material which is less susceptible to residual stresses and is resistant to crack propagation. The complaint shall be closed with a justified conclusion it will be entered into the complaint database and monitored through trend analysis.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of the investigation upon its completion.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.